Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic cholecystectomy, three thunderbeats were used. In the procedure, the tissue pad of 1st thunderbeat was partially separated after less than 10 minutes since the surgery began. The user exchanged it for the second device but probe damage error occurred at the end of the procedure. The intended procedure was completed with the third device. There was no patient injury reported. On april 16, 2019, olympus medical systems corp. (Omsc) found that the separation of the tissue pad of the 2nd device. This is the report regarding the separation of the tissue pad of the 2nd device.